Event description:
(B)(4). Since the essure I now have a period twice a month, hair loss, extreme bloating, weight gain, horrible memory, was diagnosed with connective tissue disease, arthritis in my lower spine, developed a sensitivity to dairy, and low sex drive.